Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume (volume of drain is low) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, nothing could be found that could have caused air in the patient line. The caregiver (cg) stated that they found the drain line was pinched and there was air bubbles in the patient line. Renal therapy service (rts) had the cg end therapy and follow up with the peritoneal dialysis registered nurse and assisted with cassette removal. Rts reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.